Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced intermittent abdominal pain in the suprapubic area as well as urinary frequency, urgency, difficulty initiating her urine flow, urge incontinence and cystocele. Furthermore, it was reported that the plaintiff died. The cause of death was reported as hypertensive arteriosclerotic cardiovascular disease, diabetes mellitus, and obesity.

Manufacturer narrative:
Lawyer-filed report.